Manufacturer narrative:
E1: reporter phone number:(B)(6). A philips remote service engineer (rse) provided the customer with a procedure to correct the problem. The customer changed the settings based on the instruction and once again the sound returned to the loudspeaker. Based on the information available in the case, the cause of the reported problem was confirmed to be a configuration issue. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It was reported sound arrives on the screen but not on the speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.